Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a medication cassette attached to a smiths medical cadd® infusion pump was alarming. There were no reported adverse effects.

Manufacturer narrative:
One cadd® cadd® medication cassette reservoir was returned. The returned sample consisted of one cassette product from p/n 21-7309-24. The product was received in unused conditions with its original packaging closed. The cassette was visually inspected at a distance of 12" to 24" under normal conditions of illumination. No discrepancies were found. The customer's reported problem was "recent issues with cadd infusion pump alarming". The sample was successfully attached to the pump without any alarms activating. The complaint was not confirmed. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. No root cause was determined as the failure mode could not be duplicated.